Manufacturer narrative:
The report of a failure to alarm for air in line was not confirmed through review of the pcu event log. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported failure to alarm for air in line was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 13 december 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no device received-log review only.

Event description:
It was reported that around 1030-1040 in a patients room, IV tubing and pumps were infusing 1000ml bag of maintenance fluids, everything was working properly. At 1100 patient called out wanting to get up to the chair, upon entering room, the nurse noticed that the tubing was full of air below the pump and to the patient. There was about an inch of air, an inch of fluid in a pattern. The nurse was able to catch this and remove the channel, got new IV tubing and a new channel for the patient, he was not harmed in any way. The pump did not alarm.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. No device received-log review only.

Event description:
It was reported that around 1030-1040 in a patients room, IV tubing and pumps were infusing 1000ml bag of maintenance fluids, everything was working properly. At 1100 patient called out wanting to get up to the chair, upon entering room, the nurse noticed that the tubing was full of air below the pump and to the patient. There was about an inch of air, an inch of fluid in a pattern. The nurse was able to catch this and remove the channel, got new IV tubing and a new channel for the patient, he was not harmed in any way. The pump did not alarm.